Event description:
Reportedly, during testing, the device was intermittently not delivering volume within factory specifications. The solution tested was water and the test was run multiple times. The device was not involved in a patient incident. On the first test it was programmed for 10ml, but only delivered 9.23ml.

Manufacturer narrative:
The pump was returned and evaluated by manufacturer. The test results were slightly low for one out of three volumetric tests. The device met specifications when programmed to deliver 10ml at 999ml/hr and at 120ml/hr, but not at 38ml/hr with 75mmhg. Further evaluation revealed that a number of parts were worn out and required replacement. The pressure transducer was also replaced as it did not perform correctly during testing. The device met specifications for all three tests when subsequently tested by service. A large number of parts requiring replacement is a possible indicator that maintenance may not have been performed on a regular basis.